Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the right ventricular lead helix was unable to be extended and a stylet was unable to be inserted. The lead was not used and a new lead was implanted. The patient was stable.